Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and complaint query of donor history. Retain testing was satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reports antibody identification testing was done by manual gel using 0.8% resolve a lot vra200 exp 7/22/14 and false negative results were obtained. Testing was extended with 0.8% resolve panel b and negative results were also obtained. The patient sample was later identified as having anti-e. The customer is a reference lab and was working up the patient sample sent from their customer who had done an antibody screen using 0.8% selectogen and obtained a 2+ reaction with cell 2, but no antibody could be identified with their set of resolve panel a, lot vra200. The reference lab customer initially performed testing with their set of lot vra200. Customer reports they confirmed there was no reactivity. Extended testing with 0.8% resolve panel b was done and no cells reacted. As per the customer's policy, the third test was by manual tube testing. Testing was done using immucor panocell with peg as an enhancement, and anti-e was identified. Issue started on: (B)(6) 2014. Cell affected: vra200 cells 3,6. Methodology used: gel method. Customer performed qc on the gel cards and the reactions were as expected. All products used in testing had normal appearance and were stored as per IFU. Ocd requested that the customer test the e positive cells of lot vra200 to confirm e antigens. Customer called back the next day and reported 4+ reactions were obtained for all the cells listed above. The antisera used for this typing was biorad. Ocd discussed the importance of doing crossmatches for this patient with e antigen negative donor units. Customer is satisfied with reporting their issue and does not expect further follow ups. Customer has agreed to call back should it reoccur.